Event description:
After successful stenting of a moderately tortuous left internal carotid artery, the physician found that the captured angioguard filter was deformed and the capture sheath was moved somewhat proximally after the device was withdrawn. According to the sales rep who was present at the case, "the filter became like the umbrella tuned inside out on a windy day". During retrieval of the filter, the capture sheath was able to be advanced until its distal marker was aligned with the proximal marker of the filter guidewire, as instructed per the IFU. The device was removed from the patient safely, and no debris escaped from the filter. There was no adverse consequence to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.